Event description:
It was reported that, cyst developed behind the cup, cup was revised new liner and femoral head.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the pt and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.